Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.

Event description:
Surgeon report says that the nail was implanted in (B)(6) 2006. The nail had to be explanted, due to a not consolidation of the bone and nail's fracture.